Manufacturer narrative:
Reporter reported that the pt was not in bed as originally reported. The times for bed exit alarms are incorrect in the above summary note. Reporter, product support specialist, reported that the nurse call report shows that the ppm was not armed when the pt fall occurred.

Event description:
Alleged that the pt got out of bed, made it to the hallway before falling and injuring his scalp and bed exit system did not alarm. Allegedly, the bed exit system did not start alarm until later.